Event description:
Boston scientific received information that the patient's home monitoring equipment detected recurrent alerts for high out of range shock lead impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. A revision procedure was performed where the physician tried to reinsert the rv lead into the header and the shock impedance was still high and out of range. Fluoroscopy did not reveal any issues with the lead, however a fracture was suspected but not confirmed. The ICD remains in service and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.